Manufacturer narrative:
Device is a combination product. The device was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal stent strut row region were lifted and pulled distally. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-aug-2019. It was reported that advancing difficulties occurred. The target lesion was located in the severely calcified left circumflex artery. A 2.50x38mm promus element plus drug-eluting stent was introduced but failed to advance to the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.